Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that "please remove the cartridge" is stuck on the display screen of her insulin infusion device. The pt was advised this is a normal part of changing the cartridge. During troubleshooting and while trying to remove the display by putting in the insulin cartridge, the pt got the cartridge plunger stuck on the piston rod. The pt was educated on how to remove the plunger from the piston rod. The pt stated that, as a result of the plunger being stuck on the piston rod, some insulin was in the cartridge compartment. She was advised to dry out the compartment with a dry soft cloth or q-tip. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.